Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Associated mdrs: 1018233-2013-01336, 1018233-2013-01337, and 1018233-2013-01338.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforation or lacerations of vessels, nerves bladder, bowel, rectum or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced dyspareunia with anterior wall containing a linear exposure from 110 to 400 and small exposure on posterior wall requiring in-office trimming on (B)(6) 2009, a 5mm wide small area of exposure at 2:00 near the vaginal apex requiring in-office trimming on (B)(6) 2010, palpable mesh anteriorly and tender, posterior wall erosion mid vagina, pelvic pain, mesh complications, mesh erosion and pelvic prolapse requiring mesh excision from the anterior and posterior vagina, anterior and posterior repair, and cystoscopy with hydrodistention.